Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to stroke on (B)(6) 2024. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The device was not explanted.